Manufacturer narrative:
(B)(4). No troubleshooting was planned at this time and the physician will continue to monitor the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements. All other lead diagnostics are good and stable. No adverse patient effects were reported.